Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. An x-ray was performed and rv lead insulation damage was observed. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.